Event description:
It was reported that a user error occurred when the pt went to the clinic for a routine pump refill. The pt's pump was accessed and the residual medication removed without incident. The pump reservoir was then filled with one 20cc syringe of fentanyl 2000mcg/cc. As the nurse attempted to insert the second of the syringes with the same concentration fentanyl, he noticed significant resistance and he was unable to fill more than approx 10cc. It was then discovered in the pt's chart, that she had a 20ml pump in place. The nurse withdraw at least 5cc of clear fluid from the pump being filled. The pt did not demonstrate any symptoms of a medication overdose, and her pump was reprogrammed as usual. The pt's husband contacted the hcp at 415pm the same afternoon to tell them that she was acting over-sedated. The pt experienced a headache and somnolence. They were advised to immediately return to the clinic. She arrived at 435pm, but was unable to get out of her vehicle. The pt's pump was aspirated for 14cc of fentanyl and 6 cc were aspirated from the pump pocket. She was given a total naloxone dose of 0.25mg (IV subcutaneous) and oxygen was initiated. Her vital signs were monitored closely. An IV was started and her pump rate was decreased 12mcg/day. The pt was transported to the ER at 505pm. The pt never lost consciousness and never stopped breathing. She was released from the hospital at 10pm that same night. The pt recovered without sequela.